Event description:
In 2003, the pt reportedly was seen by the implant surgeon. The surgeon observed that the incision was partially open. The surgeon also observed that the pt appeared to have sustained trauma to the implant site of the head. This was evidenced by heavy bruising. At this time, the surgeon attempted to close the wound. Five days later, the pt was seen by the surgeon. At this time, he cleaned the wound and scheduled surgery to repair the skin flap. Three days later, during revision surgery, the surgeon decided to explant the pt's device.